Manufacturer narrative:
E1: patient country: saudi arabia (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a hyperglycemic episode on (B)(6) 2026, measuring 384 mg/dl which was successfully managed with self-administered insulin bolus via pump which resulting in stable blood glucose levels with no reported complications.